Event description:
New information received notes that the atrial lead continued to exhibit low, out of range pacing impedance and noise intermittently on the electrocardiogram. The lead was capped and replaced on (B)(6) 2020. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events of failure to capture, noise, and low pacing impedance were confirmed. Final analysis found the distal portion of the lead was returned in one piece. External insulation abrasion exposing the outer coil was found at 4.5 cm to 4.6 cm from the distal tip. The insulation abrasion damage was consistent with friction to another device or feature of the heart. The reported event was isolated to the exposure of the outer coil in the abraded zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the atrial lead was explanted on (B)(6) 2021 during an unrelated procedure. The patient's condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the symptomatic patient presented in hospital, several drops in impedance were observed on the atrial lead over the past year. The lead also exhibited high capture threshold and extreme noise causing many inappropriate auto mode switch (ams) episodes. The sensing amplitude was consistent. The patient was stable.